Event description:
During hysteroscopy, the versapoint resectoscope was in the patient but not in use. The foot pedal was not being activated at the time, but apparently did not shut off. The resectoscope was touched inadvertently to the right vaginal wall and caused a superficial 4cm burn. An error #400 code showed on the machine. The burn was treated with silver nitrate topically and 2cc of 25% marcan was injected. The device was recycled after the burn and found to work appropriately. It was tested outside the patient and cautery and cut on/off were appropriate. Tip reinserted and a second error #400 code occurred so the machine was turned off in situ and not used for the remainder of the case.======================manufacturer response for resectoscope, gynecare versapoint (per site reporter).======================a new loaner was sent. They are asking questions about the event of the or staff but were referred to the FDA report.